Manufacturer narrative:
A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as (B)(4) of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam), and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency, and severity for this reported event, as referenced in the cam meeting slides.

Event description:
The balloon was found to be hyperinflated, was successfully removed, and replaced with a different balloon.